Event description:
Customer reported that the pump's quick bolus/wake button was difficult to press, often requiring multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.